Manufacturer narrative:
(B)(4). Concomitant medical products: 010000662 unknown, lot g7 pps ltd acet shell 50d; 010000856 unknown, lot g7 neutral e1 liner 36mm d; 650-0663 unknown, lot delta ceramic fem hd 36/+6mm m t1. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03810, 0001825034-2019-03815.

Event description:
It was reported patient¿s hip was revised due to thigh pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.